Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance variable but generally at approximately 77 ohms through (B)(6) 2015, rises to greater than 100 ohms by (B)(6) 2016. The analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Superior vena cava (svc) defibrillation impedance variable but generally at approximately 77 ohms through (B)(6) 2015, rises to greater than 100 ohms by(B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had variable and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.